Event description:
It was reported that this pacemaker recorded low out of range pacing impedance measurements and loss of capture (loc) on the non-boston scientific right ventricular (rv) lead. Technical services (ts) reviewd the device data and noted loc on both bipolar and unipolar configurations, noisy signals were noted on unipolar. Ts recommended further clinical evaluation. This pacemaker remains in service.